Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant, as the physician was closing the pocket, it was noticed that the right ventricular (rv) lead displayed four beats of t-wave oversensing (twos). Further observation indicated no issues. The lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.